Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The generator interface pcv was also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.